Event description:
It was reported that during the surgery, the tip of the 4.5mm tap was broken at th7 right. The vertebral body was cured. All the fragments were removed from the patient, and the surgery was progressed. No screw was inserted to th7 right. Additional information (4/27/2016) : the fragments are break apart each other. The surgeon request to confirm whether all the fragment are returned or not.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the returned modular tap 4.5mm was confirmed visually to have fractured at the tip. The broken pieces from the tip were retrieved from the patient and were returned. Manufacturing files were reviewed and no anomalies were found. Conclusion: the failures reported were due to the user not using an awl before tapping.

Event description:
It was reported that during the surgery, the tip of the 4.5mm tap was broken at th7 right. The vertebral body was cured. All the fragments were removed from the patient, and the surgery was progressed. No screw was inserted to th7 right. Additional information (4/27/2016) : the fragments are break apart each other. The surgeon request to confirm whether all the fragment are returned or not.